Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Wife reported via phone call that when attempting to fill tubing the insulin was squirting out. Customer stated insulin continues to drip after motor stops during the manual prime. Customer was unable to exit the preparing to prime loop. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 319 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.